Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubble downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and scratched lens. There was no applicable evidence to review in the event history log. Functional testing was able to verify the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review found a previous service on (B)(6) 2023 which was for the same reason of ¿dso seal degradation¿. This reason for return is related to a past service.

Event description:
It was reported that there was downstream occlusion seal degradation found before the infusion. This issue was not related to physical damage or abuse. There was no delay of therapy. There was no reported customer damage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.